Manufacturer narrative:
This report is being sent as follow-up #1 to update section, and to provide the completed investigation results. One (1) 8 fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the fully rear-locked position with all internal components deployed. The anchor and collagen were found to have been tamped. The locator and hemostasis sheath were also returned and were found to have been kinked. No other damage was identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and auditory and tactile feedback were detected. No issue with component connection was identified. The complaint was able to be confirmed for a kinked locator and hemostasis sheath. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the components due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they were unable to fix the locator of the involved angio-seal device. The angio-seal device was not used, and manual compression was applied for one (1) hour to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression. The physician could not dissociate that the device attributed to the event. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6mm. No health damage for the patient. The event occurred pre-treatment. There were no other devices or equipment used with the reported product. The patient was not injured, medical or surgical intervention was not required.